Event description:
A pt reportedly received an over-infusion of heparin. A nurse was delivering an infusion of heparin in dose mode. The pt was incontinent and the nurse turned the device off to attent to the pt. When the nurse turned the device back on and continued the infusion, she turned the device back on and continued the infusion, she noticed that it was delivering faster than intended. The pt was not injuried. No further incident or pt info was made available.